Event description:
As reported, after use of a 6f-12f mynx control venous vascular closure device (vcd) the patient returned to the hospital with a complete occlusion of the left common femoral vein. The patient underwent thrombectomy, after which the vein re-occluded. The physician suspected the events were the result of a clotting disorder, a long procedure, and numerous unknown sheath exchanges. The physician also did not believe any sealant was removed during the thrombectomy. The device was deployed in the left femoral vein. Manual pressure was held at the access site to stop bleeding. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, after use of a 6f-12f mynx control venous vascular closure device (vcd) the patient returned to the hospital with a complete occlusion of the left common femoral vein. The patient underwent thrombectomy, after which the vein re-occluded. The physician suspected the events were the result of a clotting disorder, a long procedure, and numerous unknown sheath exchanges. The physician also did not believe any sealant was removed during the thrombectomy. The device was deployed in the left femoral vein. Manual pressure was held at the access site to stop bleeding. Additional information was requested but not provided. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿thrombosis leg and sealant inability to achieve hemostasis ¿ could not be evaluated. Without the return of the device or procedural images, the exact cause of the reported event could not be determined. Thrombosis is a potential complication of this type of procedure and device. A definitive root cause could not be conclusively determined but patient history, clinical status, comorbidities, and pharmacological factors may have been possible contributing factors for the patient outcome, especially since it was reported by the physician that it was suspected the events were the result of a clotting disorder, a long procedure, and numerous unknown sheath exchanges. However, it should be noted that per the mynx control instructions for use, it instructs users to open the stopcock to deflate the balloon to ensure complete balloon deflation. If the device is removed before completing balloon deflation, or if proper position of the device is not maintained during the catheter removal, the sealant could be dislodged from the vessel wall. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, after use of a 6f-12f mynx control venous vascular closure device (vcd) the patient returned to the hospital with a complete occlusion of the left common femoral vein. The patient underwent thrombectomy, after which the vein re-occluded. The physician suspected the events were the result of a clotting disorder, a long procedure, and numerous unknown sheath exchanges. The physician also did not believe any sealant was removed during the thrombectomy. The device was deployed in the left femoral vein. Manual pressure was held at the access site to stop bleeding. Additional information was requested but not provided. The device was not returned as previously expected for evaluation.